Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient experienced three infusion sets blocked which led to insulin flow blocked alarm during therapy event on 08-feb-2026. The blockage is located in tubing as the insulin does not exit the tubing. No further information available.